Event description:
Customer reportedly obtained results of 300mg/dl and 75mg/dl on the active system within 10 minutes. No action was taken based on device results. No adverse event was reported. Requested return of the suspect system and replacement was sent.